Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of nausea and frequent urination. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 115mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 07/15/2021 and open vial date is 07/22/2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 22-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 18-sep-2020: h10: most likely underlying root cause changed from "mlc-62: user had poor technique" to "mlc-20: user's test strip had poor storage".